Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the synchroseal jaw did not open. The jaws were not stuck on tissue. The user completed the procedure using a backup synchroseal with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the initial reporter confirmed there was no unexpected tissue removal due to the failure. There was no bleeding. No images were available for review.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the synchroseal instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a loose grip cable at the proximal end. As a result of the loose grip cable, the instrument jaws would not open fully. There was no damage found to the conductor wire, and the grip cable was not broken. The root cause is attributed to component susceptibility to damage and the probable root cause of loose grip cable and resulting unopenable jaws is attributed to component susceptibility to damage. Additional observation(s) not reported by site: the jaw cover was found to have tearing. Tears measure .110¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. The event caused partially or wholly by the user of the device including sample handling. The probable root cause of the torn jaw cover is attributed partially or wholly to the user of the device including sample handling.